Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a broken holster. The blood glucose reading was 407 mg/dl. The blood glucose reading at the time of the broken holster was 256 mg/dl. The customer was advised that the holster would be replaced. Nothing further reported.